Event description:
Information received indicates the unit began foaming after 15 minutes on bypass. A large amount of foaming in the unit was thought to cause a patient blood loss of 600cc, resulting in transfusion of blood products. No additional consequence was reported for the patient.